Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that she would intermittently need to verify the pump's date/time and battery type for no reason. She also reported having multiple loss of prime warnings during the time of concern. The patient denied that the tubing was kinked or pulled. She was reportedly cyclying the cartridge three times before filling. She also denied that she was reusing supplies. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible when the alleged issue began. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no power issue observed in the black box history. There were several "pump not primed" warnings observed in the black box history and force readings did not reach zero. No damage was found to the battery cap or battery compartment. The battery cap was found to secure tightly to the pump. The pump powered on appropriately with no alarms. The rewind, prime and load steps were successfully performed with no alarms. The pump was exercised for 24 hours with no loss of prime or power issues. A loss of prime was induced and the pump emitted the appropriate visual and audible alert. The battery cap and battery contact met all specifications. The pump was opened and no damage was found to the power circuit or force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.